Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
The patient developed bed sores under the "belt band where it pushes in his skin." Patient is in a coma state and unable to move. The patient was being treated by a wound care doctor, area was being cleaning, dressed, and kept dry. A nurse changes the dressings daily. During a follow-up, it was reported that the patient's irritation did not improve and the patient was still being treated by the nurse, following the wound care doctor's orders.